Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 7 pocket c3 had failed to open. A field service engineer (fse) found that the pockets in auxiliary drawer 7 were not working properly, especially pocket c3 which was not recovering. Other pockets also did not release until e4 and c3 were removed. Although the drawer had passed the hardware test application final test, the customer replaced the pocket in c3 and successfully recovered both e4 and c3. After testing, the customer confirmed the station was working fine. The fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 7 pocket was failed to open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported based on this event.